Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600mg/dl. It was stated that the customer was vomiting and dehydrated. It was stated that the customer was experiencing high blood glucose for the past two days. The customer's most recent glucose reading was 180mg/dl, and he has treated with manual injections. Troubleshooting was performed. It was stated that the reservoir was still in the insulin pump and displayed a message to complete the manual prime. Assisted with rewind process, and instructed the caller to remove and insert the reservoir into the insulin pump. Ran a fixed prime test and the insulin pump did not pass the test. Reviewed the alarm history and showed button error alarms. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.